Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: traumatic injury unrelated to device, deflation. Concomitant products: 275cc mentor siltex round spectrum saline catalog: 3542440m, lot: 6881306, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with two 275cc mentor siltex round spectrum saline breast prostheses, experienced right side deflation caused by an unspecified accident post-operatively. As a result, the patient was scheduled for removal on (B)(6) 2019.